Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, just as the surgeon was entering the eye with the phaco handpiece, an occlusion advisory message displayed. The nurse indicated the handpiece was not occluded. They were able to pop out the cassette and re-insert the same cassette to proceed with surgery. The same phaco handpiece was used as well. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The fluidics module was replaced as a preventive measure. No additional information was provided about the phaco handpiece. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 27, 2006. Based on qa assessment, the product met specifications at the time of release. The system met specifications and additional information was not provided on the phaco handpiece. Therefore, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The handpiece was received for evaluation. However, this part was replaced and because the reported event was not replicated, the sample was not tested. The system met specifications and the handpiece was not evaluated. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).